Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced a severe high blood glucose event with cgm readings at the upper limit for nearly 12 hours while using a flex infusion set on the abdomen with a dexcom g7, and the reason for the high was unknown. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.